Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a waterbath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a longitudinal tear from the middle of the proximal markerband for a distance of 2 mm distally. An examination of the markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-07133. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous distal left circumflex artery(lcx). A 15/3.00 flextome¿ cutting balloon¿ monorail was used to dilate the target lesion. During the procedure, resistance was encountered as the device was advanced from the left main trunk(lmt) to lcx . During the first inflation at 6 atmospheres for 3 seconds, it was noted that the balloon ruptured. The device was removed and replaced with a 10/3.00 flextome¿ cutting balloon¿ monorail. However, resistance was met at the ostial of lcx during delivery. When dilatation was performed in the lesion, the balloon ruptured. The device was removed and exchanged with nc quantum apex to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-07133. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous distal left circumflex artery(lcx). A 15/3.00 flextome cutting balloon monorail was used to dilate the target lesion. During the procedure, resistance was encountered as the device was advanced from the left main trunk(lmt) to lcx . During the first inflation at 6 atmospheres for 3 seconds, it was noted that the balloon ruptured. The device was removed and replaced with a 10/3.00 flextome cutting balloon monorail. However, resistance was met at the ostial of lcx during delivery. When dilatation was performed in the lesion, the balloon ruptured. The device was removed and exchanged with nc quantum apex to complete the procedure. No patient complications were reported and the patient's status was good.